Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient called boston scientific patient services and stated that while she was changing her clothes, she felt dizzy, passed out and woke up on the floor in a pool of blood. She went to the hospital where she received stitches in her head. The device remains implanted at this time. Efforts to obtain additional information are not available at this time, should new information become available this report will be updated. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.